Manufacturer narrative:
Manufacturing investigation: the product was investigated at the manufacturing facility. A visual examination of the machine interior showed signs of dried fluid inside the cassette door and underneath the pump assembly. A visual inspection of the exterior of the machine showed no signs of physical damage. A simulated treatment was performed and completed without any failures or problems. The patient vacuum too high warning and drain complication were not confirmed. The symptom noise was confirmed during the treatment. The load cell verification was within tolerance. The valve actuation test, system air leak test, mushroom head check and the voltage check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
(B)(4). Based on the lack of patient historical information (medical/surgical history, comorbidities, medication regime) as well as admitting diagnosis and course of hospitalization a possible association between any fresenius products and the adverse event of the patient fluid overload cannot be determined. Additional medical records for the hospitalization on (B)(6) 2017 is needed to determine potential causality. Further information has been solicited. A follow up will be submitted pending plant evaluation.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) was presented to the emergency department and was consequently admitted for fluid overload and fluid in her lungs. Prior to the admission; on sunday, (B)(6) 2017 the patient had been in contact with her peritoneal dialysis (pd) nurse because she was having issues draining. The patient alleged that the cycler had not been draining her effluent completely, had drain complication alarms, and had been making unusual noises during dwells. The patient was going to attempt to complete pd treatment through manual exchanges. The pd nurse was not able to confirm if the patient had been successful with these exchanges over the weekend and prior to hospitalization. The patient was scheduled for discharge (B)(6) 2017.

Manufacturer narrative:
Correction: date on follow up : # 1 should have been (B)(6) 2017.